Manufacturer narrative:
(B)(4). Batch # p91m1m. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, after a few minutes the plastic of the tip was detached. No patient consequence. Has been reported.